Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer also had sinus infection for two days. The infusion set¿s cannula was kinked. The customer¿s blood glucose level at the time of admission was in the range of 400 mg/dl. They were wearing the insulin pump at the time of hospitalization. They were released on (B)(6) 2017. Troubleshooting was not performed. The device will not be returned for analysis.